Event description:
This device was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011, states that the device is pacing on the t wave. Caller will call st. Jude medical rep. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).